Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found cuff leakage when using the device on the patient and it was changed to a new one. No impact on patient.

Manufacturer narrative:
(B)(4). Without any sample available we could not confirm the issue as reported. There was no sample returned for investigation. Additional note received shows that the customer confirmed there is no physical defect found on the cuff of the affected sample. No physical assessment is possible as there is no actual or representative sample returned for investigation. Hence, the complaint of the leak cuff during use on patient could not be confirmed.

Event description:
It was reported that the doctor found cuff leakage when using the device on the patient and it was changed to a new one. No impact on patient.